Manufacturer narrative:
Section a6: unknown, information requested but not provided. Section d6a: not applicable, as the lens was not implanted. Section d6b: not applicable, as the lens was not implanted, hence not explanted. Section h3:the device was not returned for evaluation therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempts has been made to obtain missing information; however, the information has not been provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during implantation, the physician observed a bent haptic within the cartridge, and the lens was removed through the incision. A new lens of the same model and diopter was implanted in its place. The cartridge tip came into contact with the patient¿s right eye. No incision enlargement or unplanned vitrectomy was required; however, the procedure was delayed by approximately 20 minutes. No medications outside the standard of care were prescribed. The patient fully recovered with no impact on activities of daily living. The directions for use were followed. The complaint device was not available for return. No additional information was provided.